Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the user's handling of the device from which a leakage occurred from the biopsy channel; this then led to water invasion of the scope connector, then an abnormality of electronic parts. As a result, the suggested phenomena occurred. The user may be able to detect the suggested phenomena by handling the device in accordance with the following instructions for use (IFU): - inspection of the endoscopic image the user may be able to reduce/prevent occurrence of the suggested phenomena by handling the device in accordance with the following IFU: "- perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Insert or withdraw the endotherapy accessory slowly and straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, the evaluation revealed the following findings: leak test required water dunk test failed, no other leak found; plastic distal end cover (c-cover) had dent/scratches; bending section cover (a-rubber) had a cut; adhesive on bending section cover (a-rubber) had a chip; light guide lens had fluid inside; bending section failed electrical-continuity test @ 0l ohms; charge-coupled device (ccd) shrink tube split; insertion tube had couple of dents and scratches; control body had corrosion; reduced angulation in up/down direction. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera lll bronchovideoscope displayed an e315 (unsupported scope error) during preparation for use for an unspecified procedure. There were no reports of patient harm or impact associated with this event. Additionally, an e216 (communication error) was revealed during inspection of the returned device.